Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The insulin flow blocked alarm functioning properly.insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 543 mg/dl and at the time of incident was 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was on auto mode. Customer did not allege the insulin pump for under delivery. Customer performed high pressure test and it was failed. The insulin pump will be returned for analysis.